Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient experienced inadequate stimulation with their drg system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein an additional lead was added.